Event description:
Customer reported a pin hole leak in the pumping segment. There was no report of pt harm and medical intervention was not required.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Unable to determine the cause of the reported leak.